Event description:
The customer reported that the nurse call connector at the rear of the ventilator was broken. The ventilator was not in use on a patient, therefore, was no patient harm or involvement. The manufacturer's service technician confirmed the customer reported problem. The service technician reported the remote alarm connector was broken off the main pcb board. It was noted that the customer used cables for an alarm state = closed system. Failure of the nurse call alarm using alarm state = closed system may result in no alarm to the remote alarm station when the ventilator alarms. The service technician replaced the main board to correct the reported problem. Performance verification testing was completed, and all tests passed per operating specifications.